Manufacturer narrative:
(B)(4). Date sent: 5/26/2016. Information asked for but unknown or not provided during initial contact. Model and lot #; device manufacture date, evaluation codes: information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: what were the indications for surgery? Tumor stomach being necessary to accomplish the total gastrectomy. Were there any issues with staple formation in initial procedure? At the beginning he did not identify any defect in the staple line. Please describe how esophagojejunal anastomosis was created. Side-to-side anastomosis was performed esophagus-fasting with linear cutting endostapler echelon powered using a golden load. How was the hole addressed? The drilling was in the central region of the "stump" of afferent fasting anastomosis was closed with suture. What does the surgeon feel the ideology of fecal secretion in drain? By visual observation with the naked eye drain where fecal secretion was found. What is the current patient status? According to the surgeon the patient stills stable in the ICU.

Event description:
It was reported that during a total laparoscopic gastrectomy procedure, the patient underwent through the procedure and it was made in rebuilding y-roux in a surgery with five golden loads with the stapler echelon power. The surgery was technically more difficult because the patient is obese ((B)(6) kg), requiring mini laparotomy for completion of the procedure, but without major complications. To the surprise of the surgical team within twenty-four hours of surgery, there was output by peri-drain a bile secretion. The patient was then re-operated and initially without finding areas of dehiscence, and then carried out air injection by sne (probe nasogastric) previously passed and surprisingly, the staff found a small hole with gas outlet and secretion in the center of the handle afferent esophagojejunal anastomosis on the staple line with no ischemia signal. We checked other anastomoses without dehiscence signals. The patient was kept under observation in the ICU and in forty-eight hours, the staff found fecal secretion in the drain, which is currently in clinical treatment. Patient is in observation.